Manufacturer narrative:
The customer¿s report that the tubing disconnected from the primary connection was confirmed. Visual inspection of the set noted separation at the engagement between the female luer and tubing. The female luer was not received with the set. Closer inspection of the separation observed insufficient solvent at the end of the tubing where the separation occurs. No functional testing could be performed due to the separation. The tubing was measured and found to be within measurement specification. The root cause of the separation is the insufficient application of solvent at the affected engagement due to equipment and/or operator error.

Event description:
It was reported that the tubing disconnected from the primary connection.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided by customer. The event occurred at children¿s hospital, therefore it is presumed the patient was a child/infant.

Event description:
It was reported tubing disconnected from primary connection.